Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post implant the patient had developed a pneumothorax. During testing the right ventricular lead exhibited high thresholds and decreased sensing. The physician stated that there would be no intervention at this time. The device was reprogrammed, the patient would be monitored.